Event description:
It was reported that during a stent procedure, the ballon ruptured at 16atm. There was a dissection in the mid lad back to the diagonal bifurcation, and the dissection was treated with the dual balloon technique and two stents. The procedure had adequate results.